Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Apparently last year, we had a case whereby during a hip replacement surgery, the doctor asks the rep if a certain type of hip can be used with a certain type of socket and rep said yes. After the surgery, the doctor does his own research and finds out that it could not have been used. So he had to redo the surgery and change the socket to an appropriate one. This has cost the patient extra charges by hospital which is not being covered by insurance. The hospital has reached out to j&j (B)(4) asking to cover this additional cost against a full release letter.

Manufacturer narrative:
This medwatch was discovered to be a duplicate of one already reported, therefore, this is being rejected.